Event description:
No additional information received. The customer had this canula on his desk for several months, so he didn't know the batch. They saw a white deposit on the canula's catheter adapter when the product was opened. Needle used in ophthalmology. White, dry deposit on catheter adapter.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a white, dry deposit on the catheter adapter. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle has epoxy attached 1/4" from the needle tip that is 5/16" long. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the epoxy drip over. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
The customer had had this canula on his desk for several months, so he didn't know the batch. They saw a white deposit on the canula's catheter adapter when the product was opened. Needle used in ophthalmology. White, dry deposit on catheter adapter.